Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet, producing repeated replace-sensor alerts despite a software update and magnet swipe; after user education and troubleshooting, the user applied a new sensor, initiated it, and the sensor entered warmup with no effect on blood glucose. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization.

Manufacturer narrative:
Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that the initial sensor did not establish communication with the ilet but normal function resumed after replacement. It was concluded that the issue was isolated to the original sensor¿ilet pairing and was resolved by sensor replacement, with no patient harm.